Event description:
This is report 1 of 2 for the same event.it was reported that during a craniotomy surgery the "burr broke" while in use with an attachment device. There was patient involvement. There was no significant delay in surgery as a spare identical cutter device was available for use. It was unknown if injuries or medical intervention were reported. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.